Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 700 mg/dl. The customer was treated with manual injection and intravenous insulin drip. Customer was in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it did not pass. Customer was using auto mode feature of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay. (B)(4).